Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Insulin pump was received intermittent button response due to lcd connector, unlock keypad connector. Insulin pump was received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.

Event description:
It was reported that customer experienced keypad anomaly. It was reported that up and down arrow buttons were not responding. Insulin pump will be replaced. No further information provided.